Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00304 on 04-jun-2020. Correction (08-jun-2021): siemens identified a typographical error with the date (23-mar-2020) included in section g4., date received by manufacturer. Correct date in section g4 of the initial MDR is may 11, 2020. Siemens updated section h6 to include new adverse event problem codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that a lookback of patient samples was performed, and there were no instrument errors. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a tsv (total service visit) and found the reagent probe # 3 and ancillary probe were slightly bent. The engineer replaced the parts and performed alignments. The system was verified, and customer data confirmed that quality controls were in range. The instrument is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer obtained a discordant (B)(6) to (B)(6) result, upon repeat, on the advia centaur xp instrument. The (B)(6) was reported to the physician(s). The customer identified the correct result is (B)(6) and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the (B)(6).